Manufacturer narrative:
(B)(4). (B)(6)

Event description:
The customer received questionable troponin t hs stat results for two patient samples from the cobas e411 rack analyzer. Patient 1 initial result was 0.773 ng/ml and the repeat result was 0.008 ng/ml. The erroneous result was not reported outside of the laboratory. On (B)(6) 2018, patient 2 initial result was 0.047 ng/ml and was reported outside of the laboratory. The repeat result was 0.06 ng/ml. A new sample was drawn from the patient and the result was 0.07 ng/ml. There was no allegation of an adverse event. The reagent lot number was 26765401 with an expiration date of 31-jan-2019.

Manufacturer narrative:
Additional information was provided that the initial result of 0.773 ng/ml was accompanied by a data flag and was obtained from the primary sample tube. The repeat result of 0.008 ng/ml was obtained twice from an aliquot of the sample in a cup. The result from a new sample from the patient was 0.009 ng/ml. Analyzer performance testing was completed and was acceptable. The investigation was unable to find a definitive root cause. A general instrument or reagent problem could not be identified.